Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient had removal surgery on an unknown date. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/6/2019, additional narrative: it was reported that the patient had a removal surgery on (B)(6) 2017. It was reported that following the procedure the patient experienced abdominal pain, adhesion removal, discomfort and recurrent incisional hernia.